Manufacturer narrative:
For clarification: this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, an endowrist stapler 45 reload allegedly fell inside the patient. The patient subsequently underwent a scheduled non-robotic loop ileostomy closure where the blue endowrist stapler 45 reload was removed as well through the ileostomy opening. However, at this time, the root cause of the operative complication is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Isi has not received blue endowrist stapler 45 reload to determine the root cause for the alleged operative complication experienced by the patient. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the endowrist stapler 45 instrument successfully fired three blue stapler 45 reloads. There were no incomplete clamps found. The system logs also reveal that the endowrist stapler 45 instrument involved with the reported event has been used in subsequent surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, an endowrist stapler 45 reload allegedly fell inside the patient. The patient underwent a second surgical procedure for the removal of the endowrist stapler 45 reload. However, at this time, the root cause of the operative complication is unknown.

Event description:
It was reported that a foreign body in the shape of an endowrist stapler 45 reload was retained inside the patient after undergoing a da vinci-assisted surgical procedure in (B)(6) 2017. This foreign body was identified in a routine follow-up x-ray on (B)(6) 2017. It was also stated that the patient would undergo an exploratory surgical procedure to remove the foreign body. On 09/20/2017 intuitive surgical, inc. (Isi) received the following additional information from the isi clinical sales manager (csm): during a low anterior resection with diversion surgical procedure performed in (B)(6) 2017, it was alleged that a blue endowrist® stapler 45 reload fell inside the patient and was retained inside the patient. Based on a system log review with the surgeon's procedure information obtained from the csm, the date of the robotic procedure was identified as (B)(6) 2017. During a routine postoperative follow-up x-ray, a shadow that fit the description of an endowrist stapler 45 reload was identified inside the patient. Approximately two weeks after the possible foreign body was identified, the patient underwent a non-robotic loop ileostomy closure procedure and the foreign body was removed through the ileostomy opening. The foreign body was identified and confirmed as a blue endowrist stapler 45 reload. The surgeon believes the blue endowrist stapler 45 reload could have potentially fallen inside the patient after the last firing of the endowrist stapler 45 instrument. The surgeon also stated that none of the surgical staff noticed the stapler reload was missing from the endowrist stapler 45 instrument after any of the firings. The surgeon indicated that the patient was reported to be recovering well at home. There is no video recording of the initial robotic procedure.